Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. The customer had pneumonia. The customer was treated with IV and antibiotics at the hospital. The customer was wearing the insulin pump during the hospitalization. The customer reported the drive support cap to appear normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08780 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . Device uploaded properly using carelink. Device communicated properly with the glucose sensor simulator and the minilink transmitter. No device or sensor communication anomaly or calibration anomaly noted. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).